Event description:
It was reported the pt developed itching and redness under the device mass and tape collar. The location and intensity varies from time to time. No further info was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Sur-fit natura moldable durahesive skin barrier w/ hydrocolloid flexible collar w/ white hydrocolloid flexible collar & mold-to-fit opening.